Event description:
Caller reported a minimum fill notification following the loading of a new cartridge, which was prompted by a previous cartridge change error. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting with tandem technical support; therefore, no additional information could be obtained.